Event description:
During follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. The suspected cause was encapsulation. No intervention was performed; the patient was stable and there were no adverse consequences.